Event description:
It was reported that the patient complained of dizziness. The right atrial lead was found to have dislodged into the right ventricle. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed andno anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner insulation was kinked/buckled, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was a tip seal observation, there was apparent explant damage and the lead was stretched.